Manufacturer narrative:
De-pigmentation.

Event description:
The surgeon reported that he was experiencing iris depigmentation in several pts undergoing phacoemulsification procedures for cataract removal. The pts are not experiencing any visual issues or other injury as a result of the depigmentation.